Event description:
It was reported that the device was "popping" and did not perform as expected. The device was replaced. There was no patient injury. This report is being filed for the findings upon investigation. Additional information was requested, but no additional information was provided. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
Final device investigation found that the device was returned with the sleeve and the seal disassembled but otherwise with no obvious damage. Upon evaluation, the sleeve and seal were reassembled and showed no signs being loose. The obturator could be fully inserted into the sleeve and retracted smoothly. The sleeve's insufflation port and stopcock lever were securely fastened and had sufficient friction to prevent unintended movement. A pressure test was performed and the sleeve showed signs of leaking when an obturator was inserted. The device history record was reviewed and no discrepancies were noted.